Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of incident. Customer reported to have experienced a high blood glucose event. Customer stated that the reservoir was removed and found a big bubble inside the reservoir. The customer reported that the bubble stayed in the reservoir after plunger push. Customer confirmed that there was no leaks and the infusion set was straight. The product is not expected to return for analysis.